Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Concomitant products: prowler select plus (lot unknown, 45-degree angled) microcatheter; okay (goodman); enpower detachment control box (lot unknown), enpower dcb cable (ecb00018200/p11068). Based on the information, the event could not be confirmed. The complaint device presidio coil (pc418134330/c23519) was not returned for analysis; therefore the root cause of the failure to detach the presidio coil cannot be determined. However a review of the manufacturing documentations associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure the presidio (pc418134330/c23519) failed to detach. The procedure was the coil embolization of the internal iliac artery origin prior to the endovascular aneurysm repair. The patient¿s vessels were heavily torturous and heavily calcified. It was reported that the presidio coil could not be detached with the enpower dcb cable, despite the detachment light illuminating during the detachment cycle and the signal beeping when the ¿detach¿ button was pressed. Both the presidio coil and the control cable were replaced with new devices to continue the procedure without delay, and the coil was successfully detached. The procedure was completed without further issues or delay. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to and after the event. Due to the fact that the patient was a (B)(6), the complained products have already been disposed. No further information is available.

Manufacturer narrative:
There is no new information to report at this time. The report is being submitted to correct the sequential numbering of the follow-up reports per FDA's request. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This is follow-up correction MDR report being submitted for this complaint. H5: PMA/510 k (#) changed from k002056 to k082739.